Event description:
It was reported to boston scientific corp that a rx ercp cannula tapered tip was used in an endoscopic retrograde cholangiopancreatography procedure on a male pt (age and weight unk) in 2008. According to the complainant, "the physician noticed an irregularity where the small diameter and [the] larger diameter [were] attached. The physician put the catheter down the scope, cannulated (the pt, and when the doctor pulled the catheter out of the scope, it came apart where it [was] joined. The physician retrieved the tapered end out of the pt and used [a second rx ercp cannula tapered tip] to complete the procedure." At the conclusion of the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
The lot number was unk by the complainant; therefore, the manufacture date is unknown. The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the reported event is undetermined.